Manufacturer narrative:
(B)(4). The event of "seroma (late)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid in breast tissue".

Event description:
Patient representative reported right side "increased risk of developing bia-alcl," "cysts filled with fluid," "fluid in breast tissue." The patient representative additionally reported "lumps in breast tissue" not related to the device. The device has been explanted.